Manufacturer narrative:
Inspection of the returned controller found the plastic around the charging port to be warped and the metal usb-c connector of the charging cable to be fused into the charging port. The back cover was able to be removed to inspect the sim card, however all attempts to remove the metal connector to inspect inside the charging port were unsuccessful. The controller was returned without the charging cable and charging adapter, however based on the presence of the metal connector of the cable, it can be confirmed that the charging cable experienced a thermal event. The returned controller was unable to turn on. The cloud system was checked for user-initiated log file upload, and no logs were found to be available. With no log files, it could not be conclusively determined if the battery overheated during operation. Both back covers were removed to inspect the internal components. Thermal damage was found near the battery and on the charging pcb assembly, and well as on the underside of the back cover. These damages, as well as the damage to the charging port, prevented the device from charging or turning on. The fluid ingress indicators were observed to still be white, indicating that fluid did not ingress to those points of the device. The exact cause of the observed thermal damage and the reported thermal event could not be conclusively determined.

Manufacturer narrative:
Disregard 3004464228-2025-36779-01, this was a duplication as the device investigation was submitted with the initial report.

Event description:
It was reported the patient's personal diabetes manager (pdm) and charging cable overheated while charging and emitted a burning odor. Additionally, the pdm will no longer turn on. An insulet provided charging cable was not used to charge the device.

Manufacturer narrative:
In the case description, the user mentioned the charging cable and controller overheated and smelled burnt. Inspection of the returned controller found the plastic around the charging port to be warped and the metal usb-c connector of the charging cable to be fused into the charging port. The back cover was able to be removed to inspect the sim card, however all attempts to remove the metal connector to inspect inside the charging port were unsuccessful. The controller was returned without the charging cable and charging adapter, however based on the presence of the metal connector of the cable, it can be confirmed that the charging cable experienced a thermal event. The returned controller was unable to turn on. The cloud system was checked for user-initiated log file upload and no logs were found to be available. With no log files, it could not be conclusively determined if the battery overheated during operation. Both back covers were removed to inspect the internal components. Thermal damage was found near the battery and on the charging pcb assembly, and well as on the underside of the back cover. These damages, as well as the damage to the charging port, prevented the device from charging or turning on. The fluid ingress indicators were observed to still be white, indicating that fluid did not ingress to those points of the device. The exact cause of the observed thermal damage and the reported thermal event could not be conclusively determined. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.